Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of returned product shows there is some minor damage to the body of the instrument, but the plastic tip was not returned with the body. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report was initially reported under the wrong MFR# 0001822565-2022-03168. Moving forward this will be reported under MFR#1825034.

Event description:
It was reported that the tip of the impactor fractured while impacting the glenoid. No adverse event has been reported as a result of the malfunction.